Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device cannot print ECG after shock and displays 'faulty contact'. There was no reported patient involvement.

Event description:
It was reported to philips that the device cannot print ECG after shock and displays 'faulty contact'. There was no reported of an adverse patient impact.